Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.   A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify but not to duplicate the reported issue. The reported event code was verified in the device electronic data. The system pcb assembly was replaced as a precaution. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power during intervention on a patient and was not able to power on again. Also the device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.